Event description:
Procedure performed: [thrombectomy]. Event description: hospital: [hospital name]. [While doing thrombectomy of occluded ptfe graft, thrombectomy device was caught within the graft, did not come out and proximal tip broke off. Graft was tied off and performed redo bypass same time. Distal end of device has been retained. No response letter is required. Additional information provided via email on 29aug2024: they have no parts to return as they were thrown into the sharps box. Vessel not damaged but the basket was stuck inside the graft. No contact with any sharp objects. Could not remove basket as catheter snapped off from the balloon and mesh. The balloon and mesh was left inside the patient as they closed off both sides of the graft and rerouted via another vessel.] Type of intervention: [graft was tied off and performed redo bypass same time.] Patient status: [no patient injury].

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Sections b5, d2, and h1 were updated for correction.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: [thrombectomy] event description: hospital: [hospital name] [while doing thrombectomy of occluded ptfe graft, thrombectomy device was caught within the graft, did not come out and proximal tip broke off. Graft was tied off and performed redo bypass same time. Distal end of device has been retained. No response letter is required. Additional information provided by (B)(6) on 29aug2024 via email (entered by (B)(6): they have no parts to return as they were thrown into the sharps box. Vessel not damaged but the basket was stuck inside the graft . No contact with any sharp objects . Could not remove basket as catheter snapped off from the balloon and mesh . The balloon and mesh was left inside the patient as they closed off both sides of the graft and rerouted via another vessel.] Type of intervention: [graft was tied off and performed redo bypass same time.] Patient status: [no patient injury]